Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the crani-attachment device tip was damaged, the bracket was torn and deformed, and the ball bearing was worn. It was noted in the pre-repair diagnostic assessment that the device failed tests for temperature. It was reported in the service order ¿the ring is out¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the cranio tip, bracket were worn, deformed and the ball bearings were worn. The assignable root cause was due to excessive handling, which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.